Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the valve broke off in the patient at an unknown timing. The procedure type and surgery completion details were unknown. There was no information about patient impact. This report pertains to infusion cannula involved in this reported event.